Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noted the battery of the implantable pulse generator (ipg) was prematurely depleted and the ipg was not reading data. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.